Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The cup impactor handle cracked in the middle during sterilization.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the handle cracked into two pieces. Previous investigations found design is attributed to the handles cracking; eco (B)(4) was implemented on january 3, 2008 to change (B)(4). The instrument was manufactured in 2004, prior to the change. Although there has been a design change, the instrument is heavily worn and is over 11 years old. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.